Event description:
Dexcom was made aware on 12/16/2024, that on (B)(6)/2024, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6)2024. Date of event is an approximation. The patient experienced a skin reaction which occurred three days after the sensor had been inserted in the arm. The patient developed a lump at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2024, the patient consulted a physician who prescribed a course of oral antibiotic medication (cephalexin 250 mg, four times per day for 7 days). No photo was provided. At the time of report the patient still had the lump at the insertion site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.